Event description:
In process of right total knee surgical procedure, co's device was lifted to be used, when brown liquid began leaking from it, into the pt surgical wound. The device was immediately removed from the area and the case continued using another device. The surgical wound was flushed copiously and antibiotic was placed in the wound. On investigation by co's biomed dept, it was determined that the brown liquid came from the battery pack. Add'l lot no: 1 of 00230108.